Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead 2015 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing the day after implant. The undersensing was only seen on telemetry when the patient moved. The ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the ra lead was reprogrammed and remains in use.